Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which severity ratings for certain issues were revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
During setup, and while attempting to open the vent cap on a walkmed infusion triton administration set, the entire vent plug detached from the administration set, which could have lead to a medication leak. However, it is unknown whether medication had leaked.